Event description:
It was reported that a patient underwent an unknown gynecological procedure on an unknown date and a topical skin adhesive was used. Post-op, the patient experienced a skin reaction. The reaction was found 5-7 days post-op. The product was removed, an oral steroid was provided and was reaction was resolved. The patient recovered. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No what is the procedure date? Na what did the reaction occur on? 5-7 days post-op was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product was removed, oral steroid was provided and was reaction was resolved. If medication was required, please clarify if it was prescription strength. What is the most current patient status? Patients are recovered can you identify the product code and lot number of the product that was used? Dnx12, lot # not available as product is pulled from medline packs was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Na attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide a description of the event, symptoms, and manifestation of the reaction. Name of surgery? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a additional information was requested, and the following was obtained: please provide a description of the event, symptoms, and manifestation of the reaction. Name of surgery? Robotic gyn procedure were any cultures taken? Results? No please describe how the adhesive was applied. Incision was wiped down and product was applied per usual. Since reporting, rep has provided an in-service to the team on how to properly apply dermabond and best practices how was the wound cleaned and dried prior to dermabond application? Yes what prep was used prior to, during or after adhesive use? Chloraprep was applied prior to procedure was a dressing placed over the incision? If so, what type of cover dressing was used? No, no dressing on top is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Unknown I is the patient hypersensitive to pressure sensitive adhesives? No was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No, current protocol is to ask patient if they have any adhesive allergies. Since reporting, rep has in-serviced the pre-op team and pat (who call the patients) on how to properly screen for dermabond allergies. Patient demographics: initials / ID, gender, age or date of birth, bmi? All patients are female patient pre-existing medical conditions (ie. Allergies, history of reactions)? N/a has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? N/a current patient status? Patient reaction is resolved what is the physician¿s opinion as to the etiology of or contributing factors to this event? Doctor is skeptical if there has been any changes to dermabond. That has been clarified, but his experience says otherwise. Said he usually sees 5 max a year, but he has had 5 in a 2-week span.